Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of huaq1245 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the hospital was infusing antibiotic and the blue lumen fractured. The hospital placed a dressing onto the fracture site and the patient was referred to a radiologist. The bard representative had suggested a repair kit however the radiologist determined the line did not require a repair. No patient injury was reported.